Event description:
It was reported that two plate holding pins broke intra-operatively during an acdf. All fragments were retreived and no patient com plications were reported.

Manufacturer narrative:
Event date is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.